Event description:
It was reported that a battery module was getting extremely hot. There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found the module's wireless connection capabilities inoperable due to corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail. Per the reported symptom of the battery module is getting "extremely hot" is the result of corrosion, which caused a short in the connections. The wireless module was removed from service.